Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported thatate that after an unknown procedure, the active balde broke but did not fall into the patient. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.